Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the right atrial lead and ventricular leads exhibited insulation anomaly. Both leads were repaired and remained implanted. It was noted the right atrial lead exhibited noise previously. All electrical measurements were in range and the patient was stable.